Event description:
Information received by medtronic stated that the cracked in battery side. No harm was required during medical intervention. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the (battery tube side) found on (B)(6) 2021 unit received with critical pump error (open book) and thus download unsuccessful due to moisture damage on electronics assembly stack pcba1 and pcba2. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Unit received with moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor. However, unit tested with reference test electronics stack pcba1/pcba2, was able to boot up properly with no unexpected critical pump error alarm noted. The following were noted during visual inspection broken battery tube threads, fading serial number label, keypad overlay texture damage and cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to moisture damage. Pump exposed to moisture confirmed